Event description:
The customer reported that the battery was not detected by the mrx defib. The battery was noted as being damaged. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the battery was not detected by the mrx defib. The battery was noted as being damaged. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.